Manufacturer narrative:
Evaluation results: one fluid warming level 1 hotline low flow system (hl-90) was returned for investigation in used condition. The investigator noticed a cracked tank cover, noisy pump, rusted inside heater, corroded drain fitting, stripped interlock block, worn plate clip, line cord, and pole clamp. In addition the micro switch was bent. The customer reported product problem was confirmed. Both a temp check and the attachment of the disposable caused an alarm. The product problem was attributed to the bent micro switch caused by the user. The micro switch was replaced as a result.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer disposable alarm failed. No patient was involved with this event and there were no adverse effects.